Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department with an unsigned note that stated, "system kernel error won't open." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken and the door roller was missing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. A software error was found in device history but was not duplicated during testing. This was due to a user interface controller 2 (uic2) hardware failure. This report represents all the info known by the reporter upon query by hospira personnel.